Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 485 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with troubleshooting and found that the reservoir and infusion sets needed to be changed. The customer sent the sets and reservoirs back for analysis. A new reservoir was sent to the customer. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.